Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion, perforation, embedment, fracture, and multiple failed removal attempts. The patient reported fractured filter struts, perforation, filter embedded, blood clots, clotting, occlusion of the inferior vena cava (ivc) and undergoing two unsuccessful filter removal procedure attempts. An initial attempt was made about thirteen years and ten months post implant, and approximately three months later, a second removal attempt was also unsuccessful. The patient reported that the fractured filter struts were percutaneously removed fourteen years and seven months post implant. The patient also reported fear and anxiety post implant and having to take antidepressants. According to the implant record, the patient was reported to have a history of left popliteal, femoral and iliac deep vein thrombosis (dvt). The patient underwent placement of an optease filter. A venacavagram revealed a patent (ivc) and right iliac veins in addition to extensive thrombus in the left popliteal and femoral veins, and a large occlusive thrombus in the left common femoral vein and external iliac vein for which lytic treatment was utilized. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information and no imaging available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including occlusion, perforation, embedment, fracture, and multiple failed removal attempts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient was reported to have a history of popliteal, femoral and iliac left leg deep vein thrombosis (dvt). The patient underwent placement of an optease filter. A venacavagram revealed a patent inferior vena cava (ivc) and right iliac veins in addition to extensive thrombus in the left popliteal and femoral veins, and a large occlusive thrombus in the left common femoral vein (cfv) and external iliac vein (eiv) for which lytic treatment was utilized. A copy of an image of a computerized tomography (CT) scan was received for review; however, a radiological report was not provided. According to the information received in the patient profile form (ppf), the patient reports fractured filter struts, perforation of filter struts outside the ivc, filter embedded in wall of the ivc, blood clots, clotting, occlusion of the ivc and undergoing two unsuccessful filter removal procedure attempts. An initial attempt to remove the filter was made about thirteen years and ten months after the filter was implanted, and almost three months after the initial attempt, a second removal attempt was also unsuccessful. The ppf notes that the fractured filter struts were percutaneously removed fourteen years and seven months after implantation. The patient further asserts to have suffered fear and anxiety post implant having to take antidepressants.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion, perforation, embedment, fracture, and multiple failed removal attempts. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information and no imaging available for review the reported events could not be confirmed or further clarified. As such, it is not possible to draw a conclusion between the reported events and the filter. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including occlusion, perforation, embedment, fracture, and multiple failed removal attempts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.